Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was detected with high shock impedance. A boston scientific company representative informed the physician on the detected alert. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Attempts to obatain additional information was unsuccessful. This investigation will be updated should further information be provided.